Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that within a few days after the initial implant the patient had a small pericardial effusion, perforation, and a lead dislodgement. It was also reported that the patient had diaphragmatic stimulation so the device was reprogrammed. The lead was repositioned but an adequate position could not be obtained. Upon removal, a small amount of tissue was noted around the helix. The lead was removed and replaced. No further patient complications have been reported as a result of this event.